Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.

Event description:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: zimmer liner cat#00885201136 lot#63978781, zimmer shell cat#00875705401 lot#63835532, zimmer stem cat#0100351002 lot#2945295, zimmer centralizer cat#01.00358.010 lot#2929718, zimmer allen plug cat#00801102024 lot#63943174, refobacin bone cement cat#3020830401-3 lot# a738aa0212. Report source: (B)(6). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 02724, 0001822565 - 2019 - 02725.

Event description:
It was reported patient underwent hip revision approximately 1 year post implantation due to malalignment. It was noted that all product was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.